Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing. Upon review, the right ventricular lead had externalized conductor; however, the device failed to deliver vibratory alert. The lead was capped and replaced and the device was explanted and replaced on (B)(6) 2018. The patient was fine after the procedure.

Manufacturer narrative:
The field event of no patient notifier vibration was confirmed. The patient notifier was tested on the bench and was not observed to vibrate. The cause of the event was determined to be a motor anomaly.